Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date was sometime in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink access set was not allowing fluid to flow past the drip chamber during the prime. It appeared as though there was access solvent blocking fluid from the bottom of the drip chamber. There was no patient involvement. No additional information is available.